Manufacturer narrative:
(B)(4). The actual device was not returned; however the customer provided one photo of the information sticker on a product lidstock. The complaint could not be confirmed based on this photo full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: during arterial line placement, resistance encountered when removing the wire. Wire was fully intact when removed, but distal tip of the wire was bent. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: during arterial line placement, resistance encountered when removing the wire. Wire was fully intact when removed, but distal tip of the wire was bent. No patient injury or complication reported. The patient's condition is reported as fine.